Event description:
An retrospective cohort study of implantable collamer lens in low, moderate and high myopic eyes with and without astigmatism. The purpose of this retrospective assessment of clinical data for safety, efficacy and visual outcomes of implanting the evo icl in high, moderate and low myopic eyes. 2775 eyes were included in the study. 73 eyes lens rotated after surgery; 11 lens exchange; 6 icl lens explants were reported. The findings were stable up to 5 years, in all 3 groups of myopia and all groups of astigmatism, 83 % of all eyes reached 20/20 udva and 93.9% 20/25 udva. Conclusion: implantation of an implantable collamer lens is a safe and effective procedure for correction of low, moderate and high myopia in eyes with and without astigmatism, especially if the cornea is not eligible for a corneal refractive laser ablation.

Manufacturer narrative:
Claim#: (B)(4).